Event description:
It was reported in the following day after a paroxysmal atrial fibrillation procedure the patient complained of dysphagia. The patient had a chronic gastroesophageal reflux disease and felt that she was suffering from esophageal spasm and/or acute esophagitis. The physician recommended to slowly advance her diet. No further evaluation w/as necessary. The patient continued to improve on a daily basis. On the morning (B)(6) 2013 the patient felt like she was back to her baseline state.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).